Manufacturer narrative:
The reported lot number 912802 could not be matched to the reported device. Therefore, the device manufacture date is unknown at this time. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo was implanted into the patient during a procedure performed on (B)(6) 2015. As reported by the patient's attorney, the patient underwent a revision procedure of the obtryx system - halo device (loosening from the obturator membrane) on (B)(6) 2015 due to stress urinary incontinence. Boston scientific has been unable to obtain additional information regarding the event to date.